Event description:
The angiosculpt catheter was used for a peripheral procedure in a severely calcified mid sfa. During use, the angiosculpt became stuck at the lesion site and could not be removed. Therefore, it was subsequently withdrawn together with the guidewire, allowing successful removal of the system. The procedure was completed with a new catheter with no patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Blocks a2/a3b/a4: the patient's dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks e1/g2: foreign- japan block h3: the angiosculpt catheter was returned without the guidewire. Visual inspection found no unusual characteristics of the device. During functional testing, an 0.018" laboratory guidewire was inserted through the guidewire lumen with no resistance. Block h6: based on the complaint details, the angiosculpt catheter became stuck in the patient's anatomy (severely calcified lesion). Additionally, the device history record (DHR) was reviewed, and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.